Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered for low rv coil impedance. There were also high thresholds and chronic low r waves noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected lower range. Beginning (B)(6) 2014, rv defib impedance was 19 ohms. Unable to confirm sensing issues or pacing thresholds. (B)(4).